Event description:
During a pt scheduled follow-up 33 months after implantation. The ICD device involved in this MDR report was interrogated with the latest elaview programmer version: this version includes functions automatically activated when interrogating an alto implantable cardioverter defibrillator (ICD). These functions examine the ICD's present current drain and the revolution of its battery voltage since manufacture. If they indicate a potentially unsafe condition, the programmer automatically displays a warning, which suggests replacing the ICD or contacting ela rep. The warning message related to an overconsumption measurement was displayed for the device in question; the battery was at 5.18v, i.e. The elective replacement indicator was not reached. Therefore, the device was explanted.

Manufacturer narrative:
This event concerns a device that was manufactured and used outside the united states. This device was manufactured between april 2003 and july 2003 and was listed in the advisory letter issued in july 2005. The analysis is pending.